Event description:
On (B)(6) 2009, patient reported, she spilled a newly filled cartridge of 315 units into the infusion device cartridge when trying to load the cartridge. She says that she had screwed it in and it was crooked, so she tried to straighten it out and that is when the insulin spilled. Educated patient on removing a cartridge by turning the infusion device upside down and completely unscrewing the adapter until the cartridge falls out onto her hand by gravity and never to pull the cartridge out. Advised that when loading a cartridge, to attach the adapter and tubing first so that it is all in one piece, and turn the infusion device upside down again when inserting the cartridge. This will help prevent insulin from spilling inside the infusion device. She stated she used a paper towel to clean it out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.